Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there is a lot of leaking occurring because the spikes aren¿t going into the tube all the way. There were no reports of patient injury.

Manufacturer narrative:
The lot number was added based on additional information received from the reporter. The expiration date and the device manufacturing date were also added. If information is provided in the future, a supplemental report will be issued.